Event description:
The patient experienced a loss of therapeutic effect. Impedance values were greater than 4,000 ohms. The patient did not have any trauma related to the event. The lead was removed. The physician planned to implant a new lead in six months. It was noted that the patient was quite thin and the lead was not ideally positioned. Two of the tines were above the foramen. The patient status was reported as no injury.